Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 368 - 468 mg/dl. Customer treated the bg with a bolus via the pump and a manual injection. Reportedly, the customer declined IV and insulin treatment and left the ER later the same day. Technical support completed a system check and confirmed pump is functioning as intended. It was also reported that the cartridge change errors occurred with multiple cartridges during the load sequence. The customer changed the cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.